Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display during battery change. Customer called to report that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 394 mg/dl. Troubleshooting was done. Battery and battery cap were replaced. Display did return. Advised customer to monitor the pump. Replacement product was sent.